Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Pt. Presented to the ER on (B)(6) 2025 because of declining pain free walking and claudication in the left leg. Dus showed proximal occlusion of the left afs and popliteal occlusion of both study stents (proximal to distal afs) and of the adjacent popliteal 3rd party stent. After in-patient admission intraarterial lysis therapy was started on (B)(6)2025 and concluded the following day. Lysis therapy revealed a concentric high grade stenosis at the proximal entry of the proximal study stent within the afs left. On (B)(6)2025 the patient underwent endovascular treatment by atherectomy, pta, dcb-pta. One proximal concentric high-grade stenosis within the proximal study stent was deemed a result of incomplete endothelialization, so dual antiplatelet therapy was re-started via addition of clopidogrel to the existing medication of asa and edoxaban. Patient continues heavy smoking of 20 cigarettes per day. Vascular occlusion requiring intervention (B)(6) 2025 resolved (B)(6) 2025 this file will capture distally zfv6-80-6-10.0 lot c2181082. The patient left the hospital without complaints or complication. Reintervention successful.

Event description:
A supplemental report is being submitted due to completion of the investigation on 21-nov-2025.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the zilver flex device of c2181082 lot number and zfv6-80-6-10.0 or photographic evidence of the device was not returned for evaluation. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). (B)(4) relates to in stent occlusion of the proximal study stent of the left afs. This file relates to in stent occlusion of the distal study stent of the left afs. Manufacturing records: prior to distribution, all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: as per the instructions for use, ifu0058 which informs the user about the potential adverse events "that may occur include, but are not limited to: abrupt stent closure, allergic reaction to nitinol, amputation, angina/coronary ischemia, arrythmia, arterial aneurysm, arterial rupture, arteriovenous fistula, atheroembolization (blue to syndrome), death, embolism, fever, hematoma/hemorrhage, hypersensitivity reactions, , hypotension /hypertension, infection/abscess formation at access site, intimal injury/dissection, ischemia requiring intervention (bypass or amputation of toe, foot or leg), myocardial infarction, pseudoaneurysm formation, pulmonary embolism, renal failure, restenosis of the stented artery, septicemia/bacteremia, stent malposition, stent migration, stent strut fracture, stroke, spasm, tissue necrosis, worsened claudication/rest pain.¿ it should be noted that the instructions for use (ifu0058) lists ¿restenosis of the stented artery¿ as a potential adverse event. As per clinical input, ¿occlusion¿ would also be covered by ¿restenosis of the stented artery¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. As per clinical input the occlusion (no flow in the study stent) would have been likely due to the patient¿s pre-existing conditions. As previously noted, occlusion which can be covered by "restenosis of the stented artery" is listed as a known potential adverse event in the IFU. An adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: as per page 22 of the pmcf report the study stents as well as a distally adjacent 3rd party stent were completely occluded. Intraarterial lysis therapy was started on (B)(6) 2025 and concluded the following day. On (B)(6) 2025 the patient underwent endovascular treatment by atherectomy, pta, dcb-pta. Dual antiplatelet therapy was re-started via addition of clopidogrel to the existing medication of asa and edoxaban. The patient left the hospital without complaints or complication. Reintervention successful. Complaints of this nature will continue to be monitored for similar events.